Manufacturer narrative:
Patient information was unavailable from the site. The spinous clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring had been pulled from the tip of the adjustment screw and was missing. As is, the screw would be able to close the clamp, but not open it. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by 5 minutes. It was reported that during the surgery, the site was having issues with the spinous process clamp. The medtronic representative stated that during the completion of the case, the doctor was taking the clamp off and the screw came out of the spinous clamp and would not allow the clamp to be removed from the process. After a few minutes of trying, the site was able to remove the spinous clamp, but the clamp does not function as intended. The surgery was completed with navigation and there was no impact on patient outcome.